Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient has no auditory perception on channels 8-12, as was noted at programming session in (B)(6) 2018. CT scan was performed which showed only 7 electrode channels in the cochlea. Re-implantation with a new device is scheduled.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The device is working within specification. The found mechanical damages are most likely related to the explantation surgery. According to the received information, the device was explanted because the active electrode array partially migrated out of cochlea post-operatively, as confirmed by CT imaging. A full insertion was achieved at initial implantation. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient had no auditory perception on channels 8-12, as was noted at programming session in (B)(6) 2018. Only 7 electrode channels were confirmed to be in the cochlea as per CT scan. There is no report of an accident or trauma and no changes in health were reported. Most recent audiological notes indicated poor results in sound field detection and word understanding and performed programming changes did not improve recipient's performance. Re-implantation with a new device took place. No visible device damage was noted prior to removal. Per device explantation report, prior to removal of the device, 4 electrodes were visible outside of the cochlea.